Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including stroke. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The aortic valve did not open on the echo.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that patient experienced loss of consciousness; it was thought to be either seizure or syncope. A computed tomography (CT) of the head revealed remote right middle cerebral artery (mca) territory infarct with encephalomalacia, however new from prior CT on (B)(6) 2023. An electroencephalogram (eeg) on (B)(6) 2024 showed mild intermittent right temporal slowing indicating a focal area of neuronal dysfunction over the right temporal. No seizures or epileptiform discharges were seen. An echocardiogram (echo) on (B)(6) 2024 showed ejection fraction (ef) 20-25%, normal right ventricle size and function, and atrial valve did not open. Entresto (sacubitril/valsartan) was decreased, jardiance (empagliflozin) was stopped, and keppra (levetiracetam) was started. The patient did not have a history of seizures. Per the patient¿s neurologist, the patient¿s seizure was likely provoked by hypoglycemia, not the left ventricular assist device (lvad). No changes to patient status or anticoagulation status contributed.